Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became scratched. There was no reported impact to customer's blood glucose level. Multiple attempts have been made to follow up with the customer on the reported issue. No response from the customer was received.